Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reviewed with the manufacturer representative that it would make sense to investigate further suspecting a possible (intermittent) short with the lead. It was further reported that the manufacturer representative inquired if there was a way to check to see if there was a short in one of the leads. It was reviewed to start with an impedance measurement, checking recharger interval and recharger statistics. It was noted that the patient was scheduled for a lead revision on (B)(6)2014. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the patient had a lead revision done on saturday, (B)(6) 2014. Both leads were reportedly replaced and the patient was reportedly receiving effective therapy.

Manufacturer narrative:
.

Event description:
Additional information received reported that the manufacturer representative saw the patient on (B)(6) 2014 and they were still not receiving effective therapy. As a result, the healthcare professional (hcp) decided to revise the leads on b)(6) 2014. Additional information received reported that the patient was scheduled for a revision on b)(6) 2014. This information was from a different manufacturer representative that reported the lead revision previously and this manufacturer representative did not specify the type of revision. Additional information was requested but was not available at the date of this report.

Event description:
It was reported that there was a loss of stimulation/therapeutic effect. The patient stated that they lost stimulation the morning of report. It was noted that no abnormal occurrence had taken place. It was noted that impedance was within normal limits and the battery was charged to 75%. It was further noted that multiple electrode configurations were tested. It was noted that when amplitude reached 8.0v, the patient experienced a ¿punching¿ and a ¿stabbing¿ sensation at times at the battery site. Symptoms or complications associated with the event included pain and less than 50% therapy relief at the device pocket. It was noted that the event occurred at device follow-up. It was noted that the product status was implanted and remains in service. Diagnostics or troubleshooting included impedance testing and reprogramming. The issue was not resolved and the cause of issue was not determined. It was further noted that the patient was scheduled to be seen (B)(6) 2014 by the healthcare professional (hcp). The patient¿s status was alive with no injury. Additional information received reported that there was a loss of therapeutic effect. It was noted that the patient had good stimulation for only four days post the change out. It was noted that therapy had not been good since. It was noted that more reprogramming was being tried on (B)(6) 2014. The patient complained of a pain sensation in the implantable neurostimulator (ins) pocket with stimulation on. It was noted that it went away with stimulation off. It was noted that impedances with reference 0 were as follows: 1/372, 2/640, 3/677, 4/418, 5/444, 6/1366, 7 >20,000, 8/520, 9/378, 10/292, 11/418, 12/750, 13/598, 14/523, and 15/431. It was noted that group a was as follows: program 1 465 and 9.440 (3+4-5-6+); program 2 362 and 9.117 (11+12-13+14+); program 3 288 and 9,520 (8+9-10-11+). It was noted that there was no success with program one or two so program three was created. It was noted that they were getting some successful stimulation there but it was not optimal. It was noted that if no success with reprogramming revision would have to be considered. Additional information received reported that the patient was seen on (B)(6) 2014 and inadequate stimulation remained the same. The cause of issue was not determined. It was noted that the hcp was allowing for additional healing time. The patient¿s next appointment was (B)(6) 2014. The patient was not receiving effective therapy.